Event description:
The customer reportedly obtained a blood glucose result in the 300's (mg/dl) with a blood glucose result of 142 mg/dl on the accu-chek aviva system within a ten minute timeframe. Per meter memory, the customer obtained the blood glucose results of 450 mg/dl and 200 mg/dl within a ten minute timeframe on the same system. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.